Event description:
It was reported that bd alaris pump module smartsite infusion set clamp was defective. The following information was received by the initial reporter with the verbatim: the clamp/mechanism holding the tube together fell apart.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
Three photos were taken by the customer. The photos verify the complaint that there was a separation at the pumping segment clamp. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the most probable root causes tis the solvent dispenser not working properly due an intermittency in solvent flow that does not dispense enough solvent required and/or personnel not following procedures for a correctly practice in adding solvent to the tube. Lot reported was manufactured on jul 11th, 2023, before actions stated in the quality notification which were approved in nov 2023 to address the same condition of separation reported in this complaint. Following actions were defined: solvent dispenser functional review and quality alert for reinforce the correct way to adding solvent to the tube and the engagement assembly. A device history record review for material# 2420-0007 and lot# 23075163 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 11jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.